Event description:
It was reported that pre op system is displaying pi box interface fault error detected. There is no patient involvement. Troubleshooting done was restarted pi box multiple times, restarted device with pi box in cradle, restarted the nim with usb c cord connected, but there was no resolution.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h6: codes fdm b01, fdm c02 and fdc d02 are applicable for product ID: nim4cpb1, serial/lot #: (B)(6) additional code of img g02005 is applicable for product ID:img g02005, serial/lot #: (B)(6) h3: product analysis of the device with product ID nim4cpb1, serial/lot (B)(6), found that it was verified device was not working properly. Unit presented with sw:(v1.5.4), fully charged batteries, and a fault error was due to a defective stim pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.